Event description:
Supply chain customer stated that on multiple occasions the secondary set with IV antibiotics would not "pull the antibiotic" so that they would have to change the set. She also reported that it was "actually causing med errors." Unk number of samples/sets will be returned. There was no report of pt harm or medical intervention. Although requested no further pt or event info was provided.

Manufacturer narrative:
MFR's report date: 03/07/2012. Internal file no.: 300790115. Although the customer stated the product will be returned, the product has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.